Manufacturer narrative:
During routine troubleshooting with the beckman customer technical support (cts), the customer checked the connection at the top of the mc sample probe and discovered the connection was loose, which appeared to be the source of the leak. The customer tightened the connection and then primed the instrument. The customer observed no further leaks. Instrument resumed operation. (B)(4).

Event description:
The customer reported noticing the mc (modular chemistry) sample probe started dripping on the cover while calibrating ise (ion selective electrode) on their unicel dxc 600 pro synchron clinical chemistry system and ise calibration failed afterwards. There was only a few milliliters (ml) of fluid leak and was contained to the instrument. The operator wore a lab coat and gloves while troubleshooting. No one was exposed or injured. No erroneous results were generated.